Event description:
During routine testing of the device at the service center, the quality technician reported that error messages f070, f133, f233, f033 were found in the (B)(4). Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.